Event description:
It was reported that a metallic clip was stuck inside the suction channel of the colonovideoscope. The clip would not come out and scope could not be reprocessed properly. The issue occurred during a diagnostic colonoscopy procedure. Another device was used to complete the procedure after less than a 30 minute delay. There were no reports of patient harm or injury.

Manufacturer narrative:
Full e1 establishment name: (B)(4). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.